Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Unit not cooling. Event log shows alarm 80. Replaced chiller. Replacement chiller corrected cooling issue. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected 28 actual 6, chiller temperature (t4) was 28.9, chiller tank full. It was determined that the device will have an assessment of the chiller circuit. Per follow up information received on 26dec2024, sample has been received for repair. No patient involved at the time of the malfunction.